Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("abdominal cramping"), back pain ("back pain (sharp stabbing)") and abdominal pain ("abdominal pain (sharp stabbing)") in a 41-year-old female patient who had essure (batch no. A78076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (date of births: (B)(6) 1996 and miscarriage in 1995. Patient did not experience any complication in pregnancy or delivery. Patient claim that she is neither allergic to nickel nor experienced any hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included obesity, obesity surgery since (B)(6) 2016, diabetes, arrhythmia and blood cholesterol abnormal. Concomitant products included metoprolol from 2013 to 2016 for arrhythmia, pravastatin from 2013 to 2016 for blood cholesterol abnormal and exenatide from 2014 to 2016, insulin aspart (novolog) from 2010 to 2016 and pregabalin (lyrica) from 2011 to 2016 for diabetes. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain (sharp stabbing)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mental impairment ("mental fog"), treatment noncompliance ("plaintiff did not use any birth control or contraception following essure placement procedure"), migraine ("migraines") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy). Essure was removed on 15-nov-2016. At the time of the report, the pelvic pain, back pain, abdominal pain, arthralgia, treatment noncompliance, migraine and mental disorder outcome was unknown and the genital haemorrhage, abdominal pain lower, fatigue and mental impairment had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, fatigue, genital haemorrhage, mental disorder, mental impairment, migraine, pelvic pain and treatment noncompliance to be related to essure. The reporter commented: patient was not sure if the symptoms she had were just related to natural changes in her body. Current weight: 220lbs (body mass index 36,6 kg/sqm) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.9 kg/sqm. Essure confirmation test: x-rays with contrast in mar-2014 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("abdominal cramping"), back pain ("back pain (sharp stabbing)") and abdominal pain ("abdominal pain (sharp stabbing)") in a 41-year-old female patient who had essure (batch no. A78076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any birth control or contraception following essure placement procedure". The patient's past medical history included multi gravida, parity 2 (date of births: (B)(6) 1994 and (B)(6) 1996) and miscarriage in 1995. Patient did not experience any complication in pregnancy or delivery. Patient claim that she is neither allergic to nickel nor experienced any hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included obesity, obesity surgery since (B)(6) 2016, diabetes, arrhythmia, blood cholesterol abnormal, uterine fibroid, candidiasis of skin nos and dysfunctional uterine bleeding. Concomitant products included metoprolol from 2013 to 2016 for arrhythmia, pravastatin from 2013 to 2016 for blood cholesterol abnormal and exenatide from 2014 to 2016, insulin aspart (novolog) from 2010 to 2016 and pregabalin (lyrica) from 2011 to 2016 for diabetes. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and the first episode of mental impairment ("mental fog"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain (sharp stabbing)"). On an unknown date, the patient experienced the second episode of mental impairment ("mental fog"), migraine ("migraines"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, arthralgia, migraine, mental disorder and headache outcome was unknown and the genital haemorrhage, abdominal pain lower, fatigue and the last episode of mental impairment had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, fatigue, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, the first episode of mental impairment and the second episode of mental impairment to be related to essure. The reporter commented: patient was not sure if the symptoms she had were just related to natural changes in her body. Current weight: 220lbs (body mass index 36,6 kg/sqm). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.9 kg/sqm. Essure confirmation test: x-rays with contrast in (B)(6) 2014. (B)(6) 2016, surgical pathology report pre and post operative diagnosis: uterine leiomyoma, unspecified location, dysfunctional uterine bleeding. Final diagnosis: left fallopian tube, salpingectomy: - benign paratubal cysts. 2. Uterus and cervix, right ovary and fallopian tube, total hysterectomy with right salpingo- oophorectomy: cervix benign squamous metaplasia and nabothian cysts. Uterus- endometrium: no significant histologic alterations. Myometrium: leiomyomata. Serosa: adhesions. Right ovary benign cystic follicles and hemorrhagic corpus luteal cysts. Right fallopian tube benign paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as mental fog, headaches. Relevant lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), uterine perforation ('perforation '), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. A78076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any birth control or contraception following essure placement procedure" and device ineffective "device ineffective". The patient's medical history included miscarriage in 1995, multi gravida and parity 2 (date of births: (B)(6) 1994 and (B)(6) 1996). Patient did not experience any complication in pregnancy or delivery. Patient claim that she is neither allergic to nickel nor experienced any hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included obesity surgery since (B)(6) 2016, obesity, diabetes, arrhythmia, blood cholesterol abnormal, uterine fibroid, skin candida and dysfunctional uterine bleeding. Concomitant products included metoprolol from 2013 to 2016 for arrhythmia, pravastatin from 2013 to 2016 for blood cholesterol abnormal and exenatide from 2014 to 2016, insulin aspart (novolog) from 2010 to 2016 and pregabalin (lyrica) from 2011 to 2016 for diabetes. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), fatigue ("fatigue") and the first episode of mental impairment ("mental fog"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain (sharp stabbing)"), abdominal pain ("abdominal pain (sharp stabbing)") and arthralgia ("joint pain (sharp stabbing)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the second episode of mental impairment ("mental fog"), migraine ("migraines"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions") and headache ("headaches") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and oophorectomy and hysterectomy done.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, ectopic pregnancy with contraceptive device, back pain, abdominal pain, arthralgia, migraine, mental disorder and headache outcome was unknown and the genital haemorrhage, abdominal pain lower, fatigue and the last episode of mental impairment had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, uterine perforation, the first episode of mental impairment and the second episode of mental impairment to be related to essure. The reporter commented: patient was not sure if the symptoms she had were just related to natural changes in her body. Current weight: 220lbs (body mass index 36,6 kg/sqm). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.9 kg/sqm. Essure confirmation test: x-rays with contrast in (B)(6) 2014 (B)(6) 2016, surgical pathology report pre and post operative diagnosis: uterine leiomyoma, unspecified location, dysfunctional uterine bleeding. Final diagnosis: left fallopian tube, salpingectomy: - benign paratubal cysts. 2. Uterus and cervix, right ovary and fallopian tube, total hysterectomy with right salpingo- oophorectomy: cervix benign squamous metaplasia and nabothian cysts. Uterus- endometrium: no significant histologic alterations. Myometrium: leiomyomata. Serosa: adhesions. Right ovary benign cystic follicles and hemorrhagic corpus luteal cysts. Right fallopian tube benign paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Pregnancy outcome for ectopic pregnancy updated from unknown to not applicable. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), uterine perforation ('perforation '), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. A78076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any birth control or contraception following essure placement procedure" and device ineffective "device ineffective". The patient's medical history included miscarriage in 1995, multi gravida and parity 2 (date of births: (B)(6) 1994 and (B)(6) 1996). Patient did not experience any complication in pregnancy or delivery. Patient claim that she is neither allergic to nickel nor experienced any hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included obesity surgery since (B)(6) 2016, obesity, diabetes, arrhythmia, blood cholesterol abnormal, uterine fibroid, skin candida and dysfunctional uterine bleeding. Concomitant products included metoprolol from 2013 to 2016 for arrhythmia, pravastatin from 2013 to 2016 for blood cholesterol abnormal and exenatide from 2014 to 2016, insulin aspart (novolog) from 2010 to 2016 and pregabalin (lyrica) from 2011 to 2016 for diabetes. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), fatigue ("fatigue") and the first episode of mental impairment ("mental fog"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain (sharp stabbing)"), abdominal pain ("abdominal pain (sharp stabbing)") and arthralgia ("joint pain (sharp stabbing)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the second episode of mental impairment ("mental fog"), migraine ("migraines"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions") and headache ("headaches") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and oophorectomy and hysterectomy done.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, ectopic pregnancy with contraceptive device, back pain, abdominal pain, arthralgia, migraine, mental disorder and headache outcome was unknown and the genital haemorrhage, abdominal pain lower, fatigue and the last episode of mental impairment had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, uterine perforation, the first episode of mental impairment and the second episode of mental impairment to be related to essure. The reporter commented: patient was not sure if the symptoms she had were just related to natural changes in her body. Current weight: 220lbs (body mass index 36,6 kg/sqm) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.9 kg/sqm. Essure confirmation test: x-rays with contrast in (B)(6) 2014 (B)(6) 2016, surgical pathology report pre and post operative diagnosis: uterine leiomyoma, unspecified location, dysfunctional uterine bleeding. Final diagnosis: left fallopian tube, salpingectomy: - benign paratubal cysts. 2. Uterus and cervix, right ovary and fallopian tube, total hysterectomy with right salpingo- oophorectomy: - cervix benign squamous metaplasia and nabothian cysts. - uterus- endometrium: no significant histologic alterations. - myometrium: leiomyomata. - serosa: adhesions. - right ovary benign cystic follicles and hemorrhagic corpus luteal cysts. - right fallopian tube benign paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: events "device perforation" and "ectopic pregnancy" were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("abdominal cramping"), back pain ("back pain (sharp stabbing)") and abdominal pain ("abdominal pain (sharp stabbing)") in a (B)(6) female patient who had essure (batch no. A78076) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, live birth (date of births: (B)(6) 1994 and (B)(6) 1996) and miscarriage in 1995. Patient did not experience any complication in pregnancy or delivery. Patient claim that she is neither allergic to nickel nor experienced any hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included obesity, obesity surgery since (B)(6) 2016, diabetes, arrhythmia and blood cholesterol abnormal. Concomitant products included metoprolol in 2013 for arrhythmia, pravastatin in 2013 for blood cholesterol abnormal and exenatide in 2014, insulin aspart (novolog) in 2010 and pregabalin (lyrica) in 2011 for diabetes. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain (sharp stabbing)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), feeling abnormal ("mental fog"), treatment noncompliance ("plaintiff did not use any birth control or contraception following essure placement procedure"), migraine ("migraines") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, arthralgia, treatment noncompliance, migraine and mental disorder outcome was unknown and the genital haemorrhage, abdominal pain lower, fatigue and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, fatigue, feeling abnormal, genital haemorrhage, mental disorder, migraine, pelvic pain and treatment noncompliance to be related to essure. The reporter commented: patient was not sure if the symptoms she had were just related to natural changes in her body. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.9 kg/sqm. Essure confirmation test: x-rays with contrast in (B)(6) 2014. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.